Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "Customer claims this ventilator stopped ventilating while on a patient, they claimed there was no audible or visual alarms. According to the hospital this ventilator was installed recently, they are requesting for field service to come in and take a look at this ventilator. They claimed there was no harm done to the patient, apparently there was a nurse or rt in the room when the incident happened and they were able to assist the patient."

Manufacturer narrative:
(B)(4). Carefusion has made several requests via e-mail to the user facility seeking add'l info concerning the reported event and the condition of the patient. As of (B)(4) 2014 there has been no response from the user facility. The following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service representative. The carefusion field service representative evaluated the device and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. In addition, the carefusion field service representative performed a ventilator performance checks as requested by the user facility and found that the device was within specified ranges. Upon completion the device was released back to the customer ready to be placed back into service. Should add'l info become available, a f/u medwatch report will be submitted.